Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the device during use while trying to remove shield use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed in shield while consumer was trying to remove the shield, before injection. Consumer does not re-use, sample will be submitted for evaluation.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 31gx8mm, 0.5ml bd insulin syringe in an opened polybag from lot 9149939. Consumer reported needle hub separated and stayed in shield while consumer was trying to remove the shield, before injection. The returned syringe was examined, and it was observed that the needle-hub/shield assembly was not separated. Removing the shield did not result in needle-hub/shield separation. No evidence of manufacturing defect was observed, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 9149939 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200821462] noted for out of spec shield pull.

Event description:
It was reported that the needle hub separated from the device during use while trying to remove shield use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed in shield while consumer was trying to remove the shield, before injection. Consumer does not re-use, sample will be submitted for evaluation.